Manufacturer narrative:
(B)(4). Concomitant medical products: unknown, unknown cup, unknown, unknown, unknown head, unknown, unknown, unknown stem, unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 00397, 0001822565 - 2018 - 00398, 0001822565 - 2018 - 00399. Product location unknown.

Event description:
It was reported that a patient underwent bilateral hip arthroplasty. Subsequently, the patient is being considered for a left hip revision on an unknown day due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. X-ray evaluation suggests liner wear and there is asymmetric positioning of the femoral heads within the acetabular components bilaterally with superior subluxation bilaterally. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.